Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a new cartridge onto the pump. Reportedly, the cartridge was filled with 250 units. The customer's blood glucose level was 126 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.